Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning; therefore, a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to the patients anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Event description:
It was reported that the procedure was to treat a heavily calcified, mildly tortuous, concentric, de novo lesion in the proximal left anterior descending (lad) artery. A whisper guide wire was advanced, but failed to cross due to the patient anatomy. Resistance was felt during removal of the guide wire due to the patient anatomy. The whisper guide wire was replaced with an unspecified chronic total occlusion guide wire to complete the procedure successfully. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.